Manufacturer narrative:
The technician found damage on the casters. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake will set, but does not hold.